Manufacturer narrative:
Bd has not been provided with photos or samples for catalog 301942 lot 1811184 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It has been reported that one bd¿ syringe s2 5ml 22ga 1-1/4in has been found containing foreign matter before use. The following has been provided by the initial reporter: on (B)(6) 2019, when the nurse was dispensing asthma drugs to the patient, she found foreign matter in the 5ml syringe, and she replaced the new syringe without causing any harm to the patient in time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe s2 5ml 22ga 1-1/4in has been found containing foreign matter before use. The following has been provided by the initial reporter: on (B)(6) 2019, when the nurse was dispensing asthma drugs to the patient, she found foreign matter in the 5ml syringe, and she replaced the new syringe without causing any harm to the patient in time.